Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 20atms on the first inflation when inflated for 15 seconds. The lesion being treated was located in the moderately tortuous, severely calcified and 90% stenotic right coronary artery (rca). The device was removed from the patient intact. The procedure was successfully completed with a different balloon and the deployment and post dilation of a taxus stent. Patient status is listed as "good."